Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR. Report:1627487-2015-03433. It was reported the patient experienced a fall and loss of stimulation (date of event is unknown). Diagnostics revealed high impedance values. As a result, the scs leads were explanted and replaced which resolved the issues. Additionally, the physician elected to explant and replace the properly functioning scs ipg to take advantage of new technology.